Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 12/1/98. A few days later, she sought medical treatment for infection at the ear piercing site and was prescribed antibiotics.